Event description:
Patient underwent left cochlear implantation ~3.5 years ago. Patient's outcome with the implant was never very good and it deteriorated as time when on. Subsequent integrity testing revealed an extensive electrode abnormality.